Manufacturer narrative:
The customer¿s report of broken cracked luer lock was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse noted a crack and leaking in the luer that attached to the non-carefusion needlefree valve. Upon disconnecting, the cracked piece remained in the valve. A new valve was replaced. No patient harm was reported.